Event description:
It was reported to philips that the xcelera system failed to boot up due to an intermittent power button issue on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the ram and identified that follow-up was needed for the power button. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))